Event description:
It was reported that the patient underwent a surgical procedure where a unicameral bone cyst (ubc) of the proximal humerus was flushed with saline and then filled with a mixture of bone marrow, demineralized bone matrix and rhbmp-2/acs. One day post-op, the patient began experiencing increasing pain and swelling of the left arm. The arm proceeded to swell to over twice the size of the other arm and was erythematous and warm. The patient was placed on a combination of benadryl and toradol to alleviate the swelling and pain, which ultimately subsided with time. White blood cell count was normal and suspicion for infection was low. The patient had persistence of the cyst which was treated with intramedullary nailing approximately 1 year.

Manufacturer narrative:
(B) (4). Literature article citation: macdonald et al. Exaggerated inflammatory response after use of recombinant bone morphogenic protein in recurrent unicameral bone cysts. Pediatric orthopedics 2010; (vol 30. No. 2). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.